Event description:
Complainant alleged that while defibrillating a male patient (age unknown). After removing the electrode pads, burns were found on the patient. Complainant indicated that the patient suffered first degree burns.

Manufacturer narrative:
The device, logs, and electrodes were not returned to zoll for evaluation, and no photos of the pads or reported skin burn were provided. The customer confirmed that onestep CPR complete electrodes from lot 3225h were used and that the patient experienced minor first-degree skin burns. Review of the device history record for this lot found no discrepancies, and the electrodes passed all manufacturing inspections, including defibrillation and impedance testing. Skin burns during defibrillation therapy are identified in the IFU as a potential risk and acceptable outcome based on risk benefit. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a male patient (age unknown), after removing the electrode pads, burns were found on the patient. Complainant indicated that the patient suffered burns. No information was available on the degree of burns.